Event description:
Affiliate reported that the device was revised since the patient's ventricles became enlarged and the pressure change did not improve it.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the flow test. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.